Manufacturer narrative:
Lot number # 18b27t470 and 18j05t067. One single-use sample was received for evaluation. A visual inspection was performed and noted the device was contaminated with blood. Functional testing was performed and the set was found to be leaking from the bottom of the heat seal chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted for lot 18b27t470 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two blood sets leaked during a blood transfusion. One set leaked where the tubing enters the filter, and one set ¿split at the cannula end¿, leading to a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted for lot 18j05t067 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.